Event description:
It was reported that after wearing the boot six days, the patient herniated a disc in his back. The patient had previous disc problems in 2007 and again in 2013. The boot allegedly "put him out of commission, in pain for two weeks".